Event description:
It was reported via repair work order that the head end of bed stopped working and would not raise. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.